Manufacturer narrative:
Functional testing was performed at the philips authorized repair facility results of functional testing indicate that the speaker produced no sound and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. Based on the information available and results of the additional analysis, no further action is necessary at this time. Based on the global decision tree results, the available information suggest that the product problem would be likely to cause or contribute to a death or serious injury if it were to recur. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is recieved the complaint file will be reopened.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in clinical use. There was no patient harm reported.